Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped, (B)(6) 2018. It appears patient may be having an allergic reaction to the capped lead. Patient is claiming that they are experiencing heavy metal poisoning as a result of the lead being left in. Should additional information become available, this file will be updated.